Manufacturer narrative:
Per further evaluation of the issue previously reported, and additional information from the site, after testing confirmed it was just a blown fuse and polaris spectra system control unit (scu) was working, system was up again and they decided not to wait for the ordered scu. Scu was delivered afterwards but customer decided not to replace because everything is working, after a discussion they will replace scu with a new one during next maintenance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the polaris spectra system control unit (scu) was not working because of blown fuse. The issue was not resolved on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that pre-operatively during the verify instruments task of a cranial resection procedure, they could not see any instruments in cranial software. The surgeon continued the case without navigation. During troubleshooting, it was noted that the camera lights were off which means no power to the camera. After opening system, it was noted that the system control unit (scu) did not have any lights on also. After checking fuses on scu one of them was blown and needs to be replaced. There was a delay to the procedure of one hour or longer. There was no reported impact on patient outcome.